Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the tips of the precise bipolar forceps instrument broke off and fell into the patient. The tips were retrieved, and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed only one broken grip, with the breakage located at approximately .110" from its base. There appears to be no indication of high force applied to the broken grip or it's surrounding components, therefore, the root cause of the customer reported failure mode cannot be determined. Per the case notes, the broken tip was successfully retrieved from the patient.